Event description:
Caller, pt's husband, notified pmd that following the wear of an I-port the application site became "very itchy and red." Caller stated that pt had worn 4 or 5 devices successfully and without any signs of skin irritation. Following the removal of the 6th or 7th I-port device, the caller described the application site as "irritated, infected, and boil-like." Pt visited her prescribing physician about the irritated application site. The caller stated that the physician prescribed antibiotics and recommended that the pt abstain from using the device. A follow-up call revealed that the pt did not suffer any permanent effects from the adverse event. During the follow-up call, the pt's husband stated that the site was "healing up well" and no other adverse effects had occurred.

Manufacturer narrative:
Pt discarded the device and labeling, so the lot number of the suspect device was not obtained nor was the device returned for analysis. Caller indicated that all of the devices worn functioned properly. Caller stated that the pt, although rarely, has had adverse skin reactions to band-aids in the past. A review of the sterilization technical reports for all lots of I-ports released for commercial use confirmed that all sterility tests yielded zero positive results and therefore met usp standard ethylene oxide sterility requirements.